Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article entitled, ¿outcome of revision arthroplasty for failed metal-on-metal total hip replacements; is there a relation to metal ions?¿ by hafiz j. Iqbal, et al, published by hip international (2016), 6 pages, doi: 10.5301/hipint.5000460, was reviewed. The purpose of this study was to assess the early outcome following revision arthroplasty for 106 failed metal-on-metal (mom) thas due to adverse reaction to metal debris (armd) between 2005-2014. Inclusion criteria were failure of mom thas due to armd and/or an increase in blood metal ions greater than 7 ppb. This study reviews thas from a variety of manufacturers. Armd was confirmed intraoperatively defined as presence of intracapsular inflammation or histological inflammatory markers, gross evidence of corrosion or metal debris on the articulations or stem taper, and/or pericapsular soft tissue necrosis. Implanted depuy products: 31 asr-xl/corail thas, 6 mom pinnacle/corail thas, and 1 mom pinnacle/s-rom thas. Results: with the exception of elevated blood metal ion levels, the authors do not specify complications or revisions by manufacturer. The total number of components revised for armd and/or elevated blood metal ions are as follows: 70 cup and head revisions; 5 liner and head revisions; 6 augment, head, and cup revisions; 2 stem, head, and liner revisions; and 22 revisions of all components. The authors do not provide information to identify revisions by manufactured component. The total number of depuy products associated with revisions or complications is unknown. The patients were revised to unknown components. The following complications are associated with the revised mom thas. Elevated blood metal ions: the mean blood ion levels for asr-xl/corail implants was co 28.4 ppb and cr 17.1 ppb. The mean blood metal ions for non-asr xl mom thas was co 21.4 ppb and cr 13.9 ppb. 1 postoperative dvt- treatment unknown. 8 dislocations- treatment unknown 3 deep infections-treatment unknown 4 superficial infections-treatment unknown 2 hematoma formations- treatment unknown. 2 postoperative unspecified fractures- the locations of the perioperative fractures are unknown. Captured in this complaint: asr-xl cup: implant dislocation, implant bearing wear. Pinnacle cup: no reported product problem. Femoral head: implant bearing wear, implant dislocation. Acetabular liner: implant dislocation, implant bearing wear. Asr-xl femoral augment: no reported product problem, femoral stem: implant corrosion of the taper. S-rom femoral sleeve: no reported product problem. Patient harms: foreign body reaction, elevated blood metal ions, soft tissue necrosis, fracture, joint dislocation, infection, hematoma, dvt, medical device removal, surgical intervention. "

Manufacturer narrative:
.